Event description:
It was reported that a large volume folfusor leaked from an unknown location. According to the report, "drops of the fluid came out of the pump" while filling the device with 50 ml of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from march 8, 2013 to march 11, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.